Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated 10/29/2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. No conclusion can be drawn: regarding the reported failure to capture problem, no final conclusion could be drawn. It most probably results from the reported threshold elevation. (B)(4). Conclusion: the reported communication problem resulted from an inadequate management of internal data by the programmer. This was visible upon an attempt to save threshold test result in device memory. This communication problem was limited to tests saving, and was solved with a new interrogation of the device (occurring after aida programming was performed - around 11h45, programmer time). Tests were saved properly, and normal communication operations of the device were restored. This inadequate management is corrected in smartview (B)(4) version of programming software, which is now available (product code rp231). The reported capture problem was most probably resulted from the reported threshold elevation. Both reported events were independent.

Event description:
During the implantation of the device involved in this report, two problems were encountered: impossibility to communicate with the device after a threshold test; the programmer was turned off, then on. Elevation of the pacing threshold, resulting in failure to capture for a few seconds: psa was connected to the lead to solve the problem.